Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 30, which prevented the caller from successfully loading a cartridge and resuming insulin therapy. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no severe impact. The caller decided to use multiple daily injections as a backup insulin therapy while technical support arranged for a replacement pump to be sent. Instructions were given to the caller on how to store the faulty pump and return it to tandem, and the caller acknowledged understanding these steps.